Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm experienced an inability to deliver insulin/medication and difficulty operating or not working/functioning. Product defects were noted during use. The following information was provided by the initial reporter: material no. 320883, batch no. 4163325. Verbatim: spouse of consumer reported: during; injection, no insulin flow. Does not prime. Item: 320883, lot: 4163325.